Event description:
The pt contacted nephron pharmaceuticals corporation regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. The pt reported that the atomizer failed to produce an aerosol mist to alleviate an asthma exacerbation. Multiple attempts were made to reach the customer via telephone; however, all attempts were unsuccessful at the time of this medwatch submission.